Manufacturer narrative:
The insulin pump had intermittent button response on up and down arrow buttons due to corroded keypad traces. No unexpected number ramping or scrollbar moving with no input noted. Device had a scratched display window and cracked case at display window corner lower right corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 96 mg/dl. Troubleshooting was performed. The device was returned for analysis.